Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was uknown mg/dl. The customer was advised to clear the alarm with esc and act. The customer was advised if alarm is not cleared the failed battery test alarm will recur each new battery inserted. The customer was assisted with reset time. The customer declined to complete the troubleshooting and stated he will call back if assistance is needed.